Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 53 mg/dl using truemetrix air meter and 118 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date at time of call is three days ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 53, 42, 53, 65, 53 mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 53 mg/dl using truemetrix air meter and 118 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date at time of call is three days ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 53 42 53 65 53mg/dl.